Manufacturer narrative:
Initial and final MDR (B)(6) - device 5 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in spain. It was reported that the patient faced issue with 5 infusion sets adhesive between 24-may-2024 and 11-jun-2024. The infusion set was in use for few hours, before it fell off. The patient resolved the issue by replacing infusion set and resumed insulin. No further information available.